Event description:
It was reported that during a laparoscopic assisted colectomy procedure, the device delivered malformed staples. There was an increase in operating room time by less than one hour. There was no pt consequence.